Event description:
Boston scientific crm received information that this right ventricular lead had been exhibiting increased threshold measurements and a review of the daily measurements revealed impedance had been trending upward from 500 ohms to greater than 2000 ohms. Therefore, a revision procedure was performed and the lead was removed from service and successfully replaced.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.